Event description:
Zilver biliary stent was implanted in the right subclavian vein in 2004. Re-examination of the pt two months later revealed a fracture in the stent. About two and a half months later another MFR's stent was deployed within the zilver to further support the vein at the site of the fracture.